Manufacturer narrative:
On 01 april 2016 it was prepared a final report with the information already submitted in the initial report. On 05 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 13 january 2016 and includes: pathogen results were negative. On january 22, 2016, the medical affairs director performed a clinical evaluation and commented as follows: stem mobilization 4 years after primary surgery. Reportedly, the patient was subject to chemical treatment for cancer, and this may have deprived the bone quality, which appears very poor on pre-revision x-rays. There is no officially accepted correlation between chemotherapies and bone damage but the preoperative images show a femur in poor conditions that requires a cemented stem. Root cause for mobilization cannot be determined with certainty. Batch review performed on (B)(6) 2016. Lot 114534: (B)(4) items manufactured and released on (B)(6) 2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 the r&d project manager inspected the retrieved implant with the following comments: observing the femoral stem no particular sign can be noted, except on the neck: such signs was probably caused during the removal phase. The ha on the surface of the stem is reabsorbed. Much bone can be seen on the anterior and posterior surface of the stem, few bones on the medial and lateral ones. The ceramic femoral head shows some scratches probably caused by the revision surgery. It is not possible from the inspection of the implants determine the root cause of the event.

Event description:
Revision 3 years and 10 months after primary due to pain and aseptic loosening (pathology results are negative): removal of the stem, cleaning and freshening; same size cemented. Cancer treatment can potentially explain the loosening.